Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin squirted out from the transfer guard after removing the reservoir from the insulin bottle. The customer stated that this has happened several times during set changes. Blood glucose level at the time of the incident was 188 mg/dl. The customer was advised that the reservoir would be replaced but will not return the product for analysis.